Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported that during the transfemoral tavr procedure the 23x4 edwards bav balloon ruptured. The distal tip of the bav balloon was left in the iliacs and had to be snared. A new 14fr esheath was used and the procedure was completed. No patient injury was reported. The balloon burst was attributed to the patient's significant lvot calcification. The patient's native annulus measured 498 mm2 by CT. There was severe annular/leaflet/root calcification.

Manufacturer narrative:
Additional information: the balloon catheter was returned to edwards lifesciences for evaluation. Upon visual inspection a radial tear was observed in the inflation balloon. No surface or material defects were observed on the balloon (i.e. Gel spots, fish eyes). Separation of the distal end of the inflation balloon was confirmed. The balloon shaft was separated proximal to the inflation balloon. The guidewire lumen appeared severely wrinkled. The distal marker band was not observed on the guidewire lumen, however, it appeared that adhesive was present at this location. No applicable functional testing could be performed due to the condition of the returned device (balloon ruptured, distal tip separated). For dimensional analysis, wall thickness measurements were taken along the balloon tear. The balloon wall thickness measurements met the single wall thickness specification. No manufacturing non-conformances were identified in the returned sample. During manufacturing, all balloon catheters undergo multiple 100% inspections. Transcatheter delivery balloon burst complaints have been previously investigated and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction. The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation /deployment. The balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. A review of the DHR, applicable manufacturing mitigations, and IFU/training documentation did not reveal any issues that could contribute to the complaint. In the case of a balloon burst during the procedure, there is an increased possibility of the presence of protruding or non-coaxial material, which can lead to increased resistance during retrieval due to balloon material interference with either the patient¿s anatomy and/or the sheath distal tip. As a result, it is possible for the balloon tear to propagate and the guidewire lumen to become severely stretched or separated during system retrieval. It is likely the severe stretching / wrinkling observed on the guidewire lumen during withdrawal also contributed to the observed missing distal marker band. Based on the available information, patient/procedural factors (balloon burst, patient anatomy (calcification), and/or retrieval techniques) most likely contributed to the reported distal tip separation and missing marker band. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. No manufacturing non-conformances were identified. No labeling or IFU inadequacies have been identified. Review of complaint history revealed that the occurrence rate does not exceed the (B)(4) 2015 control limits for these trend categories. Therefore, no corrective or preventative action is required.